Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a290, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient underwent a revision for battery placement correction in (B)(6) 2013. Additional information was requested, if received, a follow up report will be sent.